Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were having their device explanted and needed it to be turned off. The patient stated that when they had the implantable neurostimulator (ins) put in, the surgeon could not place it in their body, in the normal place because on their right abdominal side, they had a colostomy bag, and on the left side they had "almost like a hole" from an old feeding tube. The surgeon said they would look around for a good place to put the ins and if they could not find a good spot they would not do it. The patient woke up and was shocked that the surgeon placed it on the left side directly on their ribcage and they had no fat between the ins and their ribcage. Because of that, they have had horrible nerve pain and tried numerous medications and it did not help. The patient said they work, so they cannot really be on pain meds. When they take a deep breath it hurts to breathe. The manufacturing representative (rep) further reported the patient said that the pacemaker was "coming out" and it was the most painful thing they had ever dealt with. The patient was also admitted to the ICU for sepsis and the healthcare provider noted that the device and port may have to come out soon they also stated that the device was not working effectively to help with their symptoms. It had been turned up and was still not helping. Their nausea and vomiting had not changed from having the device. The patient was originally scheduled to have the explant on (B)(6) 2017 and was moved up to (B)(6) 2017. No further complications were reported/anticipated.